Manufacturer narrative:
Evaluation summary: dovetail feature shows slight deformation, but lips are not flared out as expected with a part once inserted into tibial plate. Cause of unlocking of articular surface could not be definitively determined. Evaluation: articular surface exhibits minimal wear on both condyles. Backside also exhibits wear and gouging damage, along with slight deformation to dovetail feature. Articular surface was autoclaved prior to being returned, therefore an accurate dimensional analysis could not be performed. Device history records indicate MFR to specification.

Event description:
It is reported that the patient complained of knee pain. The device was revised in 2007, where it was noticed that the articulating surface was unlocked from the tibial plate and "sandwiched" between the femoral component and tibial component. The articulating surface was removed with forceps easily. Date of implant is unknown.